Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) for distal humeral fractures on (B)(6) 2018. It was reported a drill bit broke. There were no broken fragments in the patient¿s body. The surgeon commented that the drill bit might have been inserted eccentrically. The surgery was completed within a thirty (30) minute delay with no additional medical intervention. There was no adverse consequence to the patient; the patient¿s status was reported as stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 323.062, lot no.: l501569: manufacturing location: bettlach, release to warehouse date: (B)(6) 2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. As received condition: the drill bit was found broken at the tip as complained therefore this complaint was rated as confirmed. The broken fragment was received as well. The used raw material could be identified as 440a. Measured hardness during manufacturing procedure confirms that all results are within specified range. Therefore, we can confirm material quality of the broken part. Measured dimension of the shaft near the breakage shows conformity as well. It is also visible that the cutting edges are badly damaged as result of multiple use. Due to those damaged / blunt cutting edges, exceeded mechanical force was applied during use what finally led to the breakage of the device. No manufacturing related issue could be identified. We have to assume that mechanical overloading during drilling may have caused the breakage. We are not able to identify exact root cause for the breakage. We only can assume that short time overloading (torsional stress) moment led to the breakage of the tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.